Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure due to sui, cystocele, urethral hypomobility, urinary frequency on (B)(6) 2004, and mesh was implanted. It was reported that following insertion the patient experienced pain, urinary problems, recurrence, and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2005 due to incomplete bladder emptying, partial bladder outlet obstruction, and chronic cystitis. It was reported that the patient underwent excision of suburethral portion of mesh revision plus anterior vagina repair on 03/05/2009 due to urinary retention following vaginal tape.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted concurrently with anterior colporrhaphy. It was reported that the patient underwent interstim test stimulation bilaterally due to incomplete bladder emptying , fluoroscopic guidance due to urinary frequency, stimulus evoked response due to urinary urgency and intraoperative programming due to urgent incontinence on (B)(6) 2006. It was reported that the patient underwent insertion of interstim pulse generator due to urge urinary incontinence, incisional implant due to incomplete bladder emptying, intraoperative programming due to urinary frequency and fluoroscopic guidance due to urinary urgency on (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004, and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.